Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had to be repositioned due to high capture thresholds. On the last attempt, the lp was unable to be redocked. While attempting docking movements, the lp dislodged and the helix was extended. A different lp was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement and capturing problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Telemetry, pacing and output features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.